Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor case) has been confirmed.  Upon investigation the monitor was unable to connect with an electrode belt, and unable to undergo incoming functionality testing. The monitor's electrode belt socket of the belt receptacle was missing. The root cause for the damaged receptacle was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case.